Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
According to the customer, the patient stated that due to all supplies stuffed in 1 box, they were bent and she could not straighten them out. There was no harm reported.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause.¿we will continue to monitor reports and take actions as applicable.